Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision. The lens was exchanged for another lens model following the initial procedure. Clinical reason for explant was mentioned as mechanical complication and there was no patient harm. Additional information was received and the lens was replaced with another lens model 02 days following the initial procedure.

Manufacturer narrative:
The lens was returned inside a plastic specimen jar with a screw top lid. Solution was dried on the lens. The lens was cleaned with klotho-related protein (klrp) to evaluate. No damage was observed to the lens. Power and resolution were verified by an engineering technician. The lens met specification for power and resolution. Product history records were reviewed and documentation indicated the product met release criteria. Information was provided that indicated the use of a non-qualified cartridge and non-qualified viscoelastic. The handpiece indicated is qualified for use with this lens when used with a qualified combination. The root cause cannot be determined for the reported complaint. The returned lens was undamaged. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution were verified by an engineering technician. The lens met specification for power and resolution for an company model 26.0 diopter lens. Information was provided that the monofocal company model 26.0 diopter lens was removed and replaced with a non-alcon monofocal of the same diopter (26.0). This information may suggest that the replacement lens was an improved selection for this patient's vision needs. The manufacturer internal reference number is: (B)(4).